Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that insulin continued to drip during the manual prime after releasing the act button. The blood glucose reading was 184 mg/dl and the customer reported it had been high all day. The customer reported that the tubing connector and top of reservoir were dry prior to connecting. There was a gap between the piston and reservoir during the prime. The customer was unable to exit the 'preparing to prime' loop. The customer was advised to change the infusion set and to try the prime process again, and it was successful. The drive support cap appeared normal and recessed.